Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead and right atrial lead. The right ventricular lead was addressed by programming changes and the right atrial lead issue remains unresolved. The physician was informed and further intervention was planned. No adverse patient consequences were reported.